Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, the reported slda appears to be related to pre-existing patient anatomy. A cause of the reported poor imaging resolution could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4 and thin leaflets. A triclip xtw was inserted and deployed on the tricuspid valve. However, difficulties visualizing the clip occurred, and after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, an additional clip was implanted. To further reduce tr, two additional clips were implanted. The procedure was completed with four clips implanted, reducing the tr to a grade of 1. There was no clinically significant delay in the procedure.